Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure for aneurism, while taking out the device from the package with the needle driver. The needle disengaged from the thread. It happened with four sutures from the same lot. The event occurred during the procedure, but the device was not used in patient. The surgeon used another device from another lot number to resolve the case. There was no patient injury.